Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's reservoirs are slanted at the top so that they blocked and jammed when inserted into the insulin pump and for 5 reservoirs the insulin pump reported insulin flow blocked. The customer declined to provide their blood glucose levels. The customer stated there was no error messages. No further details were provided. The reservoir will not be returning for analysis.